Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms(B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that during a period of 2 weeks that the 100 milliliters (ml) cassettes flow into the patient stagnated and stopped completely. There was usually 5-10 ml infused (the problem occurred at the beginning of the infusion). No patient injury was reported.